Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected: b5. Additional: d8, d9 (date returned to mfg), h3 and h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: interference waves occur when shaking the universal cord (uc) sheath. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event is caused by a component failure of the universal cord (uc) sheath (the cable unit). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using the same set of equipment.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the preparation for therapeutic laparoscopic surgery, the rigid video scope had an abnormal image and flashed occasionally. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results from the legal manufacturer's final investigation. Updated fields: h2, h6 and h11. In addition, the following additional reportable malfunctions were identified during the device evaluation: the light guide bundle of insertion section has slightly interrupted or weakened and worn. A root cause could not be identified. Based on the results of the investigation, for the event of the light guide bundle of insertion section has slightly interrupted or weakened and worn; it is likely the following led to the malfunction: this event is caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.